Event description:
It was reported via repair work order that the IV pole was broken with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.